Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-00328.

Event description:
The patient was undergoing a coil embolization in the unipolar iliacs using ruby coils and a px slim delivery microcatheter (px slim). It was noted that the patient's anatomy was not tortuous. During the procedure, the physician was unable to advance a ruby coil through the px slim. Therefore, the px slim and ruby coil were removed. The physician then placed a new px slim and attempted to re-advance the same ruby coil; however, the ruby coil would not advance. Subsequently, the ruby coil was removed and the procedure was completed using another ruby coil and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. (B)(4). The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Date of report 1/16/2018. Date received by manufacturer: 1/16/2018.